Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Mylife omnipod insulin management system ¿ user guide: model: ent450; 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
On (B)(6) 2018, the patient's blood glucose (bg) levels exceeded 27.8 mmol/l (500 mg/dl) with large ketones present while wearing the pod on the hip/buttocks. The patient went to the hospital and was treated with a saline drip and an insulin infusion. The pod was also changed and a bolus was administered. Nothing unusual was noted regarding the pod but the adhesive, though secure, was reported as appearing a "bit lumpy". The patient's blood glucose history is as follows: (B)(6).